Event description:
The haptic of the lens was damaged upon opening the lens carrier.

Manufacturer narrative:
This form was completed by the manufacturer. Device component failure: (other) - lens haptic.